Event description:
A discordant, falsely low cardiac troponin I (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was reported to the physician(s). The physician(s) questioned the discordant tni ul result because the patient was being monitored for myocardial infarction. The sample was repeated on the same system and on an alternate system, both resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tni ul result.

Manufacturer narrative:
The customer contacted the siemens customer care center. A siemens technical applications specialist (tas) was dispatched to the customer site for instrument data evaluation. After instrument data evaluation, the tas determined that the customer placed the cleaning solution bottle in the distilled water bottle system location. The cause of the discordant tni ul result is user error; failure to follow instructions. The customer correctly placed the cleaning solution bottle and the distilled water bottle on the system. The tas verified the correct result was obtained. The instrument is performing within specifications. Further evaluation of the device is not required.